Manufacturer narrative:
Correction: second hematoma was evacuated on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13617, 2938836-2019-13924, 2938836-2019-13926 new information received notes that the patient presented for implant from the left to the right side. The left side device was explanted and reimplanted back at the right side. Right ventricular (rv) lead was capped on (B)(6) 2019 due to previously reported sensing anomaly and replaced. Right atrial (ra) lead was capped on (B)(6) 2019 due to being too short to be connected to right side. High pacing thresholds were noted on left ventricular (lv) lead after the procedure. Required programming changes were made. The implant procedure did not have any complications. The patient was stable.